Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed supplies to address the occlusion alarm and successfully resumed insulin. Blood glucose (bg) value was not provided, but customer reported bg was not impacted.